Event description:
In 1998 pt was implanted with an implantable pulse generator. The pt presented with redness, and pain at the site of the device pocket. The generator was explanted in 2000. The reason for the explant was infection however there was no culture taken. Pt was treated with oral antibiotics and is reportedly doing very well.